Manufacturer narrative:
Instrument b: (damaged jaws). Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. An er420 device was received instead of an er320. The er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 device was received instead of an er320. The er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument lockout as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device did not fire. A second device was opened and it did not fire either. They opened a third device to complete the procedure. There was no pt consequence.